Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went through emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 496 mg/dl. Customer reported other blood glucose values were 545 mg/dl and above 500 mg/dl. Customer report the insulin pump allege under delivering. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they performed displacement test and test was passed. Customer declined to perform the high pressure test. The customer was treated with manual injection, fluids and intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.